Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to post deep vein thrombosis (dvt). Patient is alleging device tilt, vena cava and organ (duodenum) perforation. Patient further notes limited activity, anxiety and depression. Per the inferior vena cava (ivc) report dated (B)(6) 2012: "impression: status post successful insertion of a celect ivc filter in the infrarenal inferior vena cava via the right common femoral vein". Per the (B)(6) 2018 CT abdomen and pelvis: "findings: there is an ivc filter in place with multiple struts traversing the walls of the ivc, including one strut which is seen penetrating the overlying duodenum. There is also prominent leftward tilt of the ivc".

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3005580113-2019-00093.